Event description:
Ous MDR - it was reported that the ICD was explanted due to battery depletion after about 47 months. It was returned for analysis. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The ICD first underwent a status interrogation, and the device memory was analyzed. The device status was eos matching the clinical observation -, fifteen charge processes had been documented. The charge drawn from the battery was checked and proved to be not within expectations.the ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device detected the fibrillation signals according to expectations. Following the detection, there was a charge process that was aborted, which is due to the already severely discharged battery.the ICD was then opened. The visual inspection of the internal structure showed no irregularities. The battery voltage was measured. A discharged battery was detected. The electronic module was then connected to an external voltage source and underwent an electrical function check.the ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. In particular, the analysis of the current uptake of the electronic module proved to be unremarkable.the battery was returned to the manufacturer for a destructive analysis. The battery was opened and visually inspected. During the visual inspection, a defective separator between a neighboring electrode pair was found. This damage allowed an increased battery-internal self-discharge, which has contributed to the premature battery depletion. In summary, a premature battery depletion was detected during the analysis of the ICD. The clinical observation resulted from an increased self-discharge of the battery. The electronic module proved to be in order.